Event description:
I started noticing many different illnesses and problems with my health approximately 5-6 years after I got saline implants under the muscle. I had no idea at the time I was suffering from bii or breast implant illness. I began with many dental issues presenting out of nowhere. Then I started having major undiagnosed gi issues, sleep problems, lethargy, allergies that I never had before, as well as, intolerances to foods that used to be fine. The health issues just kept getting worse and my liver enzymes would spike and then drop, and my stomach would be set off by anything; and then I would not be able to stop throwing up and be hospitalized over and over again. I gained weight, my skin started to break out, and I was often so tired and depressed I could not even get out of bed to take care of my own kids. My left breast/implant began to hurt for a few months, which led to years before I knew about bii, and that pain travelled to my arm. I could hardly stand it. My implants would move across my chest and fall into my back, when I laid down on my back or sat back into a lounge chair. If I hugged someone I could feel my implants move to the side. It was awful. I couldn¿t wear underwire bras because of the pain I already endured. My body was also full of inflammation. Besides, my other health issues were worse and kept me occupied. My first pregnancy was difficult, and I went on bed rest at (B)(6) weeks with preeclampsia. Then we had a harder time getting pregnant again and when I did, I was sick the entire time and hospitalized at (B)(6) weeks. I was put on bed rest then with hyperemesis. Then I had to deliver my daughter super early because my liver was failing. I also had bad preeclampsia again. My daughter holds the record at our hospital for the smallest, healthiest baby ever born there. We were both so lucky. I visited many specialist, have had gallbladder removed, a surgery to correct a complication from that, my left ovary and tube and one emergency surgery on small intestine. After trying several different medicines, getting allergy tested, trying elimination food diets, I met a friend who explanted her implants and made an amazing health recovery. No one ever could figure out what the problem was with me. But after my explant I started to feel better right away. My body has already lost close to 20 pounds of inflammation and my skin does not itch anymore. I don¿t sneeze all the time either. It¿s so nice to wake up each day and begin to notice these symptoms decreasing or gone completely. No one should have to go through this for years, for me 18 total, without knowing what is happening to them. The FDA needs to recognize that breast implants absolutely cause health problems. There is no warning. They do. There¿s about 50-75 symptoms that should be listed as possible, and about 20 that are probable in most women. Without the FDA to label these devices, consumers will go on believing whatever their doctors tell them, or don¿t tell them. Force them to provide literature, to sign off of the health issues, the cancers, the money they will need to explant, when everything they hoped for makes them sicker than they could ever imagine. It is your job, FDA, to do what is correct and look at the evidence of those who are sick and now better. Even saline implants are inside of a silicone shell. These are not safe or safer alternative and people need to ¿u sets tabs¿ this truth also. Do your job.